Manufacturer narrative:
Result - power cord ground prong.

Event description:
It was reported by service report that the foot brake is not holding and the power cord is damaged. No pt involvement or adverse consequences were reported.